Manufacturer narrative:
The customer's calibration results were ok. The customer's qc results were requested but not provided. The investigation reviewed the system's alarm trace and no abnormalities were identified. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer performed ise system checks with acceptable results. He verified there was a crack in the ise bath. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for one patient tested on a cobas 6000 c (501) module. The customer confirmed that the nurse, who collected the patient's sample, "did not flush i.v. Line prior to drawing blood." Also, the customer confirmed patient results prior to and after the event were "normal." The patient's initial results were reported outside the laboratory. The patient's doctor questioned the initial results and the customer performed repeat testing for confirmation. At 9:46 a.m., the patient's initial results were na 166 mmol/l with a data flag, k 4.8 mmol/l, and cl 79 mmol/l with a data flag. At 9:46 a.m., the patient's first repeat na result with the same sample was 136 mmol/l. At 9:46 a.m., the customer performed testing with a different sample that was collected at the same time as the original sample. The patient's second repeat na result was 134 mmol/l with a data flag. The customer confirmed the sample was hemolyzed. At 10:12 a.m., the customer performed another repeat measurement with the patient's original sample. The patient's repeat results were na 137 mmol/l, k 4.0 mmol/l, and cl 99 mmo/l with a data flag. The customer determined the repeat results of na 137 mmol/l, k 4.0 mmol/l, and cl 99 mmol/l were correct and provided a corrected report. The electrode lot numbers were na i2754, k p7258, and cl y2575. The electrode expiration dates were requested but not provided.